Manufacturer narrative:
This device was found to be functional withing the manufacture specifications. Hematoma are know side effect of eswl.

Event description:
Post eswl treatment, patient complained of pain.